Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that patient¿s volume to be infused was 1130ml over 12 hours. It was reported the infusion ran dry 26 minutes early. Per reporter, the patient used a dual chamber bag where pn was mixed with lipid just prior to infusion. It was stated that they add 75ml of overfill. It was tested in-house using the lot 4453516 and a replicated bag ran dry 50 mins prior to completion, which sat on counter level with bag hanging above. Since bags ran dry prior to 12-hrs, the patient received all of the overfill which is 6.6% over the programmed volume. The product fault occurred immediately on use. The steps taken to resolve issue was changing out of tubing set to different lot number. There was a patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Four samples were returned for evaluation. Visual inspection found no damage or other manufacturing defects were detected on the samples. Functional testing was unable to duplicate the reported failure mode. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.